Event description:
A report was received that a pt underwent a wound debridement at the lead incision site. The physician suspected an infection because of a cyst at the lead site; he opened the incision site; cleaned the wound and stitched it back up. The physician believes that the cause of the suspected infection was a suture that had popped open. A fluoroscopy was taken and confirmed that everything was fine. The pt was treated with IV antibiotics and was reportedly doing well.

Manufacturer narrative:
A review of the mfg documentation of the devices found no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records found them to be satisfactory. This is the final report.